Manufacturer narrative:
(B)(4). Reason for non evaluation: - to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had the intraocular lens (iol) implanted (B)(6) 2013, ((B)(6) 2013) with no complications during the procedure. The patient was seen 1 day post op and was noted to be at 20/25 in the right optic. On (B)(6) 2013, ((B)(6) 2013) the patient started experiencing symptoms of decrease in vision, pain, hypopyon, and inflammation/redness (symptoms of endophthalmitis). It was stated that the patient was seen by a retinal specialist (B)(6) 2013, ((B)(6) 2013) and a culture showed growth of staphylococcus aureus. Patient was treated with standard post-operative medication regimen and was noted to be improving. The doctor did not attribute the endophthalmitis to the product. No additional information was provided.

Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformances (ncr) related to the customer's report were generated. In manufacturing, the 1-piece lenses are visually inspected at (B)(4) microscope magnification. Any defects on the lenses or lens haptics that do not meet the criteria specifications are rejected. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's report. The sterilization record was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. No environmental actions were found when the production order was processed. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related to the reported event/complaint. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.